Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support assisted the caller with resetting the malfunctioning pump, and after the reset, the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared, which they acknowledged and understood.